Manufacturer narrative:
Visual inspection of the returned device identified the band is not broken, as in fractured, the band pulled through the locking mechanism. The device evaluation is still in progress; a follow up report will be sent upon completion of the device evaluation. Device product code hrs was added as this was inadvertently not included in the initial submission. (B)(4).

Manufacturer narrative:
The product was returned in the evaluation. The product identity was confirmed in the evaluation. The assembly was visually inspected and revealed no fracture in the band. The visual inspection revealed the band has slipped out of the locking mechanism. The visual inspection revealed the surgeon was on step 4 when the failure occurred. The cam was measured and was found to be within specification. The complaint that the band broke was not confirmed. It is confirmed that the band did not remain locked in the locking mechanism. The most-likely cause was determined to be the user not applying counterforce with the palm when pulling up on the pull-release, causing the band to slip through the locking mechanism. The instructions for use states, "step 4: place index and middle finger under ¿t¿ handle with the tensioner in the palm of your hand and lift up fingers to remove tensioner from the implant.¿ the device history records were reviewed in the evaluation and no deviations were found. According to the evaluation, there are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported that a 360 manubrium band broke intra-operatively. It is reported that the break occurred while on step four during the disengagement. It is reported that the surgeon used a l-plate and screws to fixate the patient. It is noted by the sales distributor who was present during the procedure that the tightening of the band appeared to be excessive. It is reported that the surgeon considered the procedure and the patient's recovery to be successful. It is reported that this event did not cause a delay over thirty minutes.